Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected restart alarm and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 106 mg/dl. Troubleshooting for unexpected restart alarm was performed. Customer advised the insulin pump began to go blank, then beep and then the unexpected restart alarm occurred. Troubleshooting for blank display was performed. Customer replaced the battery on the insulin pump and the display returned. Customer advised the insulin pump would turn on and then go blank. Customer advised the unexpected restart alarm and blank display anomaly were ongoing issues and recurred multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime. A unexpected restart alarm after battery change or reset time/date anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.